Event description:
The customer reported that their AED makes no sound and has speaker issues. They reported that this did not occur during patient use.

Manufacturer narrative:
The customer reported that their AED makes no sound and has speaker issues. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.